Event description:
Reporter alleged blood glucose measured 251 mg/dl back to back with a result of 88 mg/dl when testing was performed 10 minutes apart. It was not provided whether any actions were taken or treatment was received as a result of the comparison. A request was made for the return of the suspect device and replacement product was sent.